Event description:
Additional information was received from the patient. The reason for call was patient inquiring why the device, expected to last around 10 years, only lasted for two years. The patient mentioned that the therapy was effective until their symptoms suddenly returned, leading to two incidents of soiling themselves at work. Upon checking, they found that the battery was not functioning. When asked when this occurred, the patient estimated it was around the end of january. They were using program 4 at a setting of 3.2. The agent explained that the device needs to be analyzed by medtronic to determine what happened. The patient suspects that the ins may have already been disposed of by their hcp, as the procedure took place nearly two months ago. However, they have an upcoming appointment with their hcp and plan to ask if the device can be sent to medtronic for analysis. The patient was advised to consult their healthcare provider for further assistance.

Manufacturer narrative:
Pending analysis results and a supp will be fixed once analysis is completed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the ins depleted in 2.5 years. Device was replaced and the issue was resolved.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the battery depleted as expected from normal use based on the device settings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.